Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on 10-july-2023 and 03-april-2024 using cooladvantage coolcore applicator to the lower abdomen, using the cooladvantage, coolsmoothpro applicator to the upper abdomen and middle abdomen, and using the legacy coolmax applicator to the upper abdomen and presented with possible paradoxical hyperplasia (ph) to the lower abdomen and upper abdomen.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.